Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. All operating currents are within specification. Off no power alarm function properly and passed self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported receiving a battery out limit on the insulin pump. Customer reported trying to clear the alarm, but the escape button would not respond. Customer stated that he was unable to scroll or clear the battery out limit. Customer did not recall any significant events leading up to this issue. Blood glucose level was 88 mg/dl at the time of the call. No further information was provided.